Event description:
A cartridge change error was reported by the customer regarding their pump. There was no adverse impact to the customer's blood glucose level as a result of the issue. Technical support provided instructions to the customer to inspect and clean the cartridge and pneumatic tap area. The customer was able to successfully load the cartridge onto the pump, completing the process and resuming the insulin flow without further issues.